Manufacturer narrative:
A corneal haze is observed which could contribute to an incomplete capsulotomy. An incomplete capsulotomy may lead to capsular tear. No further clinical follow up.

Event description:
(B)(4) - n/a - issue: on 04/17/2024, (lls2248) reported to cas that dr. Experienced a capsulotomy tear during procedure#(B)(6).